Manufacturer narrative:
This report is for an unknown plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Initial reporter facility name: (B)(6) hospital. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, due to unknown reason, the patient underwent the surgery of removing implants which were used in distal upper arm. Two (2) locking screws were strongly stuck in the plate, so that the screwdriver shaft was deformed during the removal of screws and the screwdriver shaft could not be used. The remaining screws were removed by using another screwdriver shaft. The heads of the two (2) screws which were stuck in the plate were destroyed with a carbide drill, and the plate was removed. The surgeon tried to remove two (2) screw shafts with the hollow reamer and the extraction bolt, but he could not. Two (2) screw shafts were left in the body at the discretion of the surgeon. The surgery was completed with a sixty (60) minute delay. This report involves one (1) unknown plates. This is report 3 of 3 for (B)(4).